Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the increased intra-peritoneal volume (iipv) identified in the device logs was insufficient drain; one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A review of the service record and activities revealed the previous return of the device was not for the reported problems of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was determined not to meet specifications relative to the increased intra-peritoneal volume as accuracy and temperature tests were unable to be performed due to an unrelated issue.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 3. The ultrafiltration volume was 1286 ml. This event meets overfill criteria. No additional information is available.